Event description:
The patient was treated with the cerene cryotherapy device on (B)(6), 2023. The procedure was normal and nothing unusual occured. The patient was discharged home in good condition. On day 3 post-procedure, the patient began to experience "pressure" described at a level of 8 (on a 0-10 scale). There were no signs or symptoms of infection. The physician reported that the patient had not taken any pain medication since the procedure and refused medication. On (B)(6), the physician reported that she had ordered an ultrasound of the pelvis and it was normal; the patient is doing better and no further work up or follow up is needed at this time.

Manufacturer narrative:
Post-procedural pain/discomfort is a known adverse event, which is documented in the labeling as pelvic pain, uterine cramps, uterine tenderness, postoperative cramping, and abdominal pain and/or bloating.